Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on (B)(6) 2018. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injection system. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Acist requested from the user facility the cvi consumable kits used during the event and a copy of the cine-angiogram. The consumable kits, consumable kit lot numbers, and the cine-angiogram were not provided, therefore, these items could not be evaluated. Based on testing and evaluation of this injection system, there is no evidence of device malfunction related to the reported event. This report is considered closed.

Manufacturer narrative:
Acist angiographic injection system, model cvi, was received at acist on november 20, 2018. Investigation is in process. Upon completion of the investigation, acist will submit a followup report to FDA.

Event description:
During a left heart catheterization on a patient with unstable angina, approximately 5ml of air was injected into the patient's coronary artery. The physician had turned the stopcock off to the patient and asked the technician to flush the acist angiographic injection system, model cvi consumable tubing. Before the air had been cleared from the tubing during the flush, the physician turned on the stopcock to the patient, and air was injected into the patient. The patient experienced st-segment depression for a duration of 2 minutes and hypotension. The patient recovered the same day.